Event description:
The user facility reported air/water leakages or fluid invasion of the gastrovideoscope. There was no report of patient or user harm due to the event. The device was sent to the olympus service center for evaluation. The device inspection and testing did not confirm the reported leak or fluid ingress; however, a gap of adhesive on the distal end of the scope insertion tube was observed. This report is being submitted for the reportable malfunction (gap in the adhesive) found during the evaluation of the device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received my manufacturer. Correction to the initial medwatch. The aware date should be 22-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.